Event description:
An email was received regarding a microclave connector in which it was reported that there is a leak at the connection between their infusion set luer hub and a needleless injection cap (microclave connector). Their infusion set luer hub was tested using a female iso luer taper gauge and was found to be within specification; however, the ICU needleless injection cap (microclave connector) was tested with a male iso luer taper gauge and appeared to be just out of specification. There was no reported patient involvement and no reported patient harm, sample photos were attached.

Manufacturer narrative:
E1 initial reporter - the information provided was from medical device manufacturer bd medical, the location of the event was not provided. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Since the product was unknown, similar product b3300t was used for the product code and 501k. The device has been requested for evaluation- it has not been received. The investigation is pending.